Event description:
Related manufacturer report numbers: 2017865-2022-50663, 2017865-2022-50664, 2017865-2022-50665. It was reported that the patient passed away due to a pericardial tamponade following a system implant. Resuscitation was attempted, however, the patient was unable to be revived. According to the cardiologist, the leads did not perforate the heart and the event was not related to the performance any abbott product in the system.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.